Event description:
Customer reported that the transmitter was not working even after charging the transmitter for eight hours. Customer's blood glucose reading at the time of the call was 131 mg/dl. No further information reported.

Manufacturer narrative:
Unable to charge due to broken cow catcher and damaged all contact pins. Unable to perform the functional test due to charge anomaly.